Event description:
I applied an icy hot heat therapy patch to my lower back and removed it after 7-8 hours. During removal of patch, the skin was torn off my back. Area bled, burned and itched. Area was very painful and tender. Acute symptoms lasted 2 and a half to 3 weeks. Area is still scarred and uncomfortable. I am still unable to apply other patches or heating pads to the area. Dose or amount: 1 patch, frequency: q 8 hours, route: transdermal. Dates of use: 2007. Diagnosis or reason for use: lower back pain. Event abated after use stopped or dose reduced? No.